Event description:
The surgeon has reported that the plate is loose and needs to be removed.

Manufacturer narrative:
The investigation concluded that the device met the specifications. The plate was implanted for 2 years. The bone did not heal as a big gap between the mandible bones was not filled with a graft, leading to prolonged excessive forces on the implant.